Manufacturer narrative:
Product complaint # pc-(b)(4. Date sent to FDA: (B)(4) 2018. Additional information was received indicating that there was no serious injury related to this product. Additional information was requested and the following was obtained: 1. It was reported that the doctor used 4-0 monocryl sutures to close the skin, and used the dermabond on top of the incision. Does the surgeon believe that monocryl suture was a contributing factor to the patient reaction? I do not think the monocryl suture had anything to do with the patients reaction. It was only where the dermabond was at.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? Robot assisted removal of trans vaginal urethral mesh, (B)(6) 2018. How was the device applied to the incision. The doctor reporting was not the surgeon who applied the product, but it appeared to have been applied over the incision with the pen. Dermabond - what layer of tissue and how many layers applied? The doctor reporting was not the surgeon who applied the product, but his opinion is that it was applied directly to the skin in possibly two layers. What prep was used prior to product application? The doctor reporting was not the surgeon who applied the product, but it appeared to be chloral-prep patient still had the orange stain on her skin. What was the location and incision size of the application? Total of 5 incisions less than 1 cm in a liner pattern 8 to 10 cm from the umbilicus. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing. Please explain how the skin layers were closed to reduce skin tension? Surgeon closed the skin with a 4.0 monocryl and used the dermabond on top of the incision. What date did the reaction occur on? Reaction occurred on (B)(6) 2018. What does the reaction look like and how large of an area does the reaction cover? Each incision had the same reaction, surrounding the incisions had a 6 cm purple to red circle around them. Each had a raised blister immediately around the incision that was about 1 cm off the skin. And about 2-4cm outside the purple to red area was some cellulitis. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. In office she was covered with petroleum jelly as well as a adhesive remover and covered with gauze to remove. Surgeon started patient on bactrim and medrol dose pak. Can you identify the product code and lot number of the product that was used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Only documented sensitivities are to anti-biotics. For female patients, were they exposed to similar products, such as artificial nails? Unknown. What is the most current patient status? Improved. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) (B)(6), gender - female, race - caucasian, bmi 22, recorded allergy to metronidazole. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, this was approximately the 3rd time she had dermabond used.

Event description:
It was reported that a patient underwent a robot assisted removal of trans vaginal urethral mesh procedure on (B)(6) 2018 and suture was used to close the skin and topical skin adhesive was used on top of the incisions. There were a total of 5 incisions less than 1 cm in a liner pattern 8 to 10 cm from the umbilicus. On (B)(6) 2018 the patient developed a reaction in the form of blisters. Each incision had the same reaction, surrounding the incisions had a 6 cm purple to red circle around them. Each had a raised blister immediately around the incision that was about 1 cm off the skin. Also, 2-4cm outside the purple to red area was some cellulitis. The patient was treated in office. The patient was covered with petroleum jelly as well as an adhesive remover and covered with gauze to remove. The surgeon treated the patient with bactrim and medrol dose pak. The doctor reporting was not the surgeon who applied the product. The patient has sensitivities to antibiotics and allergy to metronidazole. The patient current status is improving. This was approximately the 3rd time that the patient had topical skin adhesive used. Additional information has been requested.